Event description:
Boston scientific received information that the patient with this device was found deceased at the nursing home. Information sights uncertainly of any product involvement and no cause of death was available. There were no specific allegations against the devices functionality and the field confirmed the product would not be returned for a post market evaluation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.